Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon (image shows lines or turns pink) was caused by "printed circuit board failure" due to operational amplifier circuit failure. In addition, the investigation also confirmed that a design change was implemented to address the operational amplifier circuit. This design change was implemented in april 2018, and parts devices included in this change began shipment in june 2018. The subject device of this report was manufactured prior to the design change of the operational amplifier circuit.

Manufacturer narrative:
The referenced device was returned to the olympus service center. The evaluation confirmed lines on the image as a defective patient board set was causing lines in mask/no image with 180 series endoscopes. Additionally, the locking mechanism on the video connector socket was worn, which can cause disconnection of the scope if it¿s slightly moved. The device was running an older software version. There was minor cosmetic wear on the top cover and front panel. The device was repaired to standard specifications and returned to the customer. The device was purchased on (B)(6) 2015 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use of an unspecified event, the image of the evis exera iii video system center had "lines on the screen/pink color". No patient injury or harm was reported.